Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 3x unrelated non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional reports related to implant loosening. Total for lot number: 2 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 61 by product family: 192 (66x smartset ghv, 126x smartset gmv).

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - 13704, trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad (B)(6) 2021 were reviewed. On (B)(6) 2017, the patient had a right total knee replacement to address right knee osteoarthritis. Depuy components, including depuy patella, and depuy cement were used during the procedure. On (B)(6) 2019, the patient had a revision of all components to address pain, decreasing motion, and tibial tray loosening. The tibial tray was noted to be loose at the cement/implant interface. Competitor components were used during this procedure. Doi: (B)(6) 2017 dor: (B)(6) 2019 (right knee).